Event description:
It was reported by (B)(6), stryker medical field service rep, through sr# (B)(4) that the brakes were not holding and the jack was drifting. There was no pt involvement or adverse consequences reported.